Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed and calcified target lesion was located in the moderately tortuous left brachial vein. A non bsc sheath was inserted to the access site and a .018 non bsc guidewire was advanced and was able to cross the target lesion. The physician then chose the 8.0mmx60mmx135cm sterling mr balloon catheter to dilate the target lesion. The balloon ruptured at 10 atmospheres at unknown number of inflations. The procedure was completed with a mustang 8x4mm balloon catheter inflated to 16 atmospheres. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).